Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket erosion. The implantable pulse generator (ipg)  system remains in use. No further patient complications have been reported as a result of this event.